Event description:
It was reported that during an implant procedure the sheath kinked. The lead became unusable due to a blood clot that had formed on the tip. The sheath and lead were not used. A different sheath and lead were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.